Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The lesion was located in the left anterior descending (lad) artery. The physician pre-dilated the lesion with a 3.0 x 15 mm non-bsc balloon catheter and attempted to place the 3.50 x 24mm promus element but the stent became stuck at the ostial lad. When the physician pushed the stent delivery system, the stent dislodged from the delivery balloon and migrated further into the vessel. The dislodged stent was retrieved with a non-bsc snare. The vessel was pre-dilated again and another 3.50 x 24mm promus element was implanted. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The lesion was located in the left anterior descending (lad) artery. The physician pre-dilated the lesion with a 3.0 x 15 mm non-bsc balloon catheter and attempted to place the 3.50 x 24mm promus element but the stent became stuck at the ostial lad. When the physician pushed the stent delivery system, the stent dislodged from the delivery balloon and migrated further into the vessel. The dislodged stent was retrieved with a non-bsc snare. The vessel was pre-dilated again and another 3.50 x 24mm promus element was implanted. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: device analysis determined that the condition of the returned device was consistent with the complaint incident. However, midshaft and hypotube kinks were also noted. A visual and microscopic examination of the device found the device was returned with the stent dislodged from the stent delivery system. The stent was damaged along its entire length. Struts were stretched and flattened. The stent measured approximately 44mm in length. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. The midshaft was kinked approximately 7mm proximal to the port. Kinks were present throughout the entire length of the hypotube. Solidified contrast media was present within the entire length of the inflation lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).